Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the e226 (scope communication error) is cause traced to component failure and for light guide lens, air/water tube and cylinder had foreign objects is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited e226 (scope communication error) occurred, light guide lens, air/water tube and cylinder had foreign objects. There was no patient involvement.